Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that all of their leads; atrial, left ventricular and right ventricular are "defective". All leads remains in use. No patient complications have been reported as a result of this event.